Event description:
The facility reports while the resident was up in the lift, she started to slip down. The caregiver tripped on the legs of the lift, moving the lift and therefore exacerbating the problem. The caregiver fell on the ground and the resident then fell out of the lift. There is a question as to whether the safety belt was on tight enough for the resident. The staff feel that if the safety belt was on tight enough, the event would not have occurred. The resident sustained a large hematoma to the left forehead and left eye; facial bruising and swelling. The lift was inspected and found to be in fine condition. (B)(4).

Manufacturer narrative:
It is clearly indicated in the report that the safety belt of the sling was not tightly fastened when transferring the resident. The staff of the facility confirm that, if it had been, the incident would not have taken place. When the calf fixations of the (B)(4) pt hoist are correctly fixed, the legs of the pt being transferred cannot slip off the foot plate. When the chest fixation straps are correctly fitted, it is impossible to fall off the hoist onto the floor. These instructions can be found in the operating instructions of the (B)(4), which were available to the user. This incident was caused by the incorrect use of the sling on the hoist; this cannot be attributed to possible flaws in manufacture/design.